Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a crack in the base of the connection to the bag. This occurred just after the start of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.